Event description:
1:40 am on (B)(6) 2020, patient lying on the carpeted floor on her right side with pain 8/10. Facility staff asked if she wanted to get up , as per patient said, no, I just slid. She hit her head and axo to name with confusion. She thinks she may have fracture. Patient sent to kaiser walnut creek via 911. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).